Event description:
It was reported that the system was explanted due to the patient having endocarditis. The system was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.